Event description:
A loaner venacure was requested from the manufacturer as the original unit failed to work. Loaner unit was inspected by hospital biomed dept. Prior to accessing the patient vein, the laser fiber was connected to the unit, went through the normal process and unit seemed to be in working order. Patient's vein was accessed and the laser was guided through the sheath. Doctor stepped on pedal to engage the laser and a failure message appeared on the unit "optical feedback out of range press control to continue". Could not get the unit to be functional. Procedure had to be terminated. Same type of incident occurred one week prior with hospital owned unit. ====================== manufacturer response for vein ablation device, venacure (per site reporter). ====================== diode in laser box had to be replaced. Company is now also leaving a loaned unit at the hospital in case this would happen again.